Manufacturer narrative:
One small plastic vial was returned in a plastic zip lock bag along with a bl5110 pack label from lot v5099. The vial contained a needle wrench and a green phaco needle tip, both items were examined. The visual inspection of the needle wrench found no damage however the visual inspection of the green phaco needle found that the tip, shaft and hub are marred, gouged and have material missing. The damage is similar in appearance to the type of damage that occurs when the needle tip comes in contact with a second instrument. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We have received a report from a user facility in the (B)(6) indicating that during a phaco procedure, the surgeon noticed a microscopic fragment, presumably metal, in the anterior chamber of the patient's eye. The surgeon was not able to remove the fragment however it is his opinion that the patient will not have any visual consequences due to the fragment. On (B)(6) we received the additional information that indeed the patient did not require any further surgery and that the surgery outcome was good.